Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during advancement of the 2.0x6 mini trek without resistance, blood was noticed so the mini trek was pulled back and the shaft was found separated in two pieces in the middle of the catheter. The entire mini trek was removed without issue. Another mini trek was used to complete the procedure without incident. There were no adverse patient effects from the device issue. No additional information.